Event description:
It was reported that during use with a bd nano¿ 2nd gen pen needle insulin leaked and was unable to be delivered during injection. The following information was provided by the initial reporter: consumer stated, that pharmacist dispensed the 2nd gen instead of original nano pen needles. Stated, when taking injection, there is leakage. Stated, the 2nd gen is not working for her and last night she made two attempts to take her injection but failed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-23. H6: investigation summary customer returned (67) sealed 4mm, 32g pen needles from lot # 9310115. Customer states that there is leakage during the injection and she made two attempts to take her injection but failed. Thirty out of 67 returned pen needles were tested and all were able to expel properly without an observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd nano¿ 2nd gen pen needle insulin leaked and was unable to be delivered during injection. The following information was provided by the initial reporter: consumer stated, that pharmacist dispensed the 2nd gen instead of original nano pen needles. Stated, when taking injection, there is leakage. Stated, the 2nd gen is not working for her and last night she made two attempts to take her injection but failed.